Event description:
Vessel sealer would immediately alarm after being placed into the robotic arm. Different arm was tried with the same alarm occurring. Manufacturer: please note that we did not send products to the manufacturer, but you may arrange for pick-up by calling my number below.